Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to complete a supply change on the ilet, after which all supplies were removed, a dry run was completed, and a subsequent supply change with new supplies allowed delivery to resume; and blood was noted around the insertion site of the removed set. Symptoms included hyperglycemia with dry mouth and increased urination. Outcomes included transient hyperglycemia outside of target for over one hour without use of backup therapy, no ketone testing, no medical intervention, no outside assistance, and eventual stabilization of blood glucose. Investigation included troubleshooting and user education, confirmation of no device alerts, and issuance of goodwill replacement for the connector and infusion set. Investigation of this case revealed no visible damage to the removed components, successful function after replacing supplies, and no confirmed device malfunction, which supported an unclear cause possibly related to infusion site or set performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.